Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. An attempt was made to deploy second mitraclip lateral to first mitraclip. Imaging was difficult due to shadow caused by first clip. Due to insufficient reduction in mr clip was retracted back to left atrium. The clip was entangled in chordae. Troubleshooting was performed and was successful. The clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. An attempt was made to deploy second mitraclip lateral to first mitraclip. Imaging was difficult due to shadow caused by first clip. Due to insufficient reduction in mr clip was retracted back to left atrium. The clip was entangled in chordae. Troubleshooting was performed and was successful. The clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported difficult or delayed positioning with the anatomy cannot be determined. Image resolution poor is related to procedural conditions and due to shadow caused by first clip. There is no indication of a product issue with respect to manufacture, design or labeling.